Manufacturer narrative:
Account believes the units are old and the brake casters are just worn out and need to be replaced. The account replaced the brake casters to resolve the issue.

Event description:
Account alleged when they engage the brake/steer petal into brake. The brake caster tread locks but the brake caster still swivels. No injury reported.